Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The blue fiber optic cable was swapped out, a hard power cycle to the system was performed, and the power cables were removed from the room's universal power supply (ups) and plugged directly into a wall outlet. The system issue was cleared and the system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed that system errors 23 and 40 occurred after the procedure was in progress. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure contributed to the procedure being converted to a laparoscopic procedure which could lead to an injury due to the patient¿s inability to tolerate the conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter also sent report to FDA? Is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510k and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report a non-recoverable error on the system. The customer explained that while in the middle of suturing, the system faulted with an error 252. The logs reflected error 23/40. The tse explained that the error reported a possible fiber disconnect. The customer explained that there was nobody near the back of the system when it faulted. Prior to calling for support, the customer power cycled the system with no change in the error status. The customer indicated that the power button on the patient side cart (psc) was flashing amber and blue. The tse walked the customer through a hard power cycle of the psc. The customer swapped the blue fiber cable with a new one and ensured all components were fully powered off before restoring the power, and the psc still flashed amber and blue upon powering up. The customer said that they had another psc, but the surgeon elected to convert to laparoscopic when they were unable to power on the psc. An isi field service engineer (fse) followed up with the customer and had the customer to hard power cycle and remove the power cables from the room ups. After removal, the system powered up without issues. The system was tested and verified as ready for use. The procedure was converted to laparoscopic surgery with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.